Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: the sample was evaluated. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. The category/ subcategory of injector - slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "gel stent was stuck in the injector, the slider was shaky and could not be pushed forward" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "gel stent was stuck in the injector, the slider was shaky and could not be pushed forward" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known adverse event addressed in the product labeling.